Event description:
An outside law firm reported that a patient experienced issues. A legal complaint was filed in which the plaintiff's attorney alleges that a patient underwent bilateral total hip arthroplasty on approximately (b)(6) 2007, during which metal-on-metal (MoM) hip prosthesis components were implanted in both hips.The complaint alleges that over time, the implanted metal-on-metal (MoM) hip prosthesis components (MoM) hip device allegedly experienced premature wear and degradation, resulting in the release of metallic debris and metal ions (including cobalt and chromium) into surrounding tissues and the bloodstream, consistent with metallosis/metallosis-related complications. The reported device failure is alleged to have occurred progressively between 2007 and 2024.The complaint alleges that the patient experienced chronic hip and low back pain, tissue necrosis surrounding the hip implant, gait abnormalities, difficulty walking, instability with falls, spinal and lower extremity alignment changes, neurological symptoms, cognitive impairment, hearing deterioration, myocardial injury, gastrointestinal complications, urinary symptoms, and other systemic health issues.The complaint alleges significant vision deterioration, including retinal detachment and near-total blindness. Further reported conditions include pseudotumors, fractures, soft tissue damage, cancer diagnoses, and permanent impairment of mobility.Due to the alleged implant failure and associated complications, the patient underwent revision surgery/replacement of the MoM hip device in (b)(6) 2024.Despite revision, the patient allegedly continues to experience pain, mobility limitations, and ongoing health effects.This report is filed under AIS reference (b)(4).